Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 63-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. He was in scai stage e shock and required venoarterial extracorporeal membrane oxygenation (va ECMO), inotropic support, vasopressors, and mechanical ventilation for respiratory failure. During impella cp and va ECMO support, hourly neurologic assessments identified dilated and unequal pupils. A CT scan of the head was performed and demonstrated a 17 mm midline shift with confirmed herniation secondary to hemorrhagic stroke. The patient¿s neurologic status deteriorated in the setting of severe cardiogenic shock and multiorgan failure. After discussion of prognosis, care was withdrawn by the family. The patient expired. The reported patient effects included stroke and death. Given the patient¿s acute myocardial infarction, refractory scai stage e cardiogenic shock, prior CABG with advanced coronary disease, requirement for va ECMO, multiple vasoactive agents, and mechanical ventilation, the neurologic event occurred in the setting of profound critical illness and systemic instability.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella cp and another report was submitted to represent the first impella cp. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed and h6 codes updated. Investigation summary: stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.